Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 44 false positive results on the alinity m resp-4-plex assay. The customer stated that for the past couple of days they have been getting a lot of rsv positive results. The customer stated that this issue is present on all their alinity m system. Some of the samples were retested using the same tube on the aus diagnostics and the results were negative. The results were released outside the laboratory. There was no report of impact to patient management due to this observation. The customer reported the issue occurred on 2 alinity m instruments (see 3005248192-2022-00218). This incident is being reported to FDA because the incident occurred in united kingdom using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were not available to be reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. No abnormal amplification curve was identified, and the assay is performing as expected with correct interpretations. The review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-090) lots 525766 and 524960 are performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lots 525766 and 524960 are performing outside of established design performance specifications. Most of the sample ids (sids) are near or below the lod. Therefore, the results of the sids may not be reproducible. A product deficiency was not identified by this evaluation. Customer file review: review of the customer files attached to the complaint ticket was performed. The 5 files included plate mapping information for selected sids from technical application specialist. The assay label (part number, barcode and lot number) was not clear in the files. The review did not verify the false positive complaint issue. Quality data review: device history record / batch record review review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 525766 and lot 524960 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc sample stage amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 and lot 525766 and their components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 524960 or lot 525766. Complaint history review: a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 and lot 525766. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 525766 and 524960 was not identified.